Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered two bursts of anti-tachycardia pacing (atp) and one shock as inappropriate therapy for suspected supraventricular tachycardia (svt) with rapid ventricular response (rvr) or dual tachycardia. Technical services (ts) was consulted and rhythm acceleration was noted after atp delivery. Additionally atrial undersensing was noted. Ts discussed device programmed settings and advised for a follow up with the patients physician. This crt-d remains in service. No additional adverse patient effects were reported.